Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the stimulator being repositioned was that the patient commented that the position of the stim pocket would interact with their belt line and wanted it raised higher to prevent this. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient in a clinical study with an implantable neurostimulator (ins) for spinal pain. It was reported that the stimulator was repositioned on (B)(6) 2019. It was unknown what the status of the event was. No further complications were reported/anticipated.